Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the orders were not crossing. The technical support specialist dialed into es server, logged in and ran all order report to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system orders were not crossing and prevented user from dispense medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.